Event description:
Event description guidant received information that this implantable lead displayed an inappropiate shock and pacing inhibition due to noise on the rate/sense and shock channel. The noise was present when the patient exerted himself, or when the pocket was manipulated. The impedance measurements were normal. The lead was surgiaclly abandoned and replaced with a competitor's product. Additional information was received stating another lead was not implanted during the same procedure because of stenosis in superior vena cava.